Manufacturer narrative:
Evaluation summary - the reported condition of an inoperative stop key on the pump head module (phm) keypad was discovered during the evaluation of a returned colleague infusion pump. Although no root cause was determined, the phm keypad was replaced to resolve this condition. The device was tested. Review of the complaint handling system reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.

Event description:
During the evaluation of a returned colleague infusion pump, an intermittent stop key was discovered on the pump head module keypad. No patient injury or medical intervention was associated with this event.